Event description:
Caller reported that tandem mobi pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Customer was instructed to reposition the tandem mobi pump on the charge pad so that the logos aligned correctly, resolving the issue and allowing the pump to begin charging.